Event description:
The customer stated that the new lot of axsym rubella igg reagent and the new lot of calibrator failed calibration twice. Error codes 1010 (error in master calibration) and 1048 (a/b ratio too high) were generated. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.